Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting high defibrillation coil impedance. It was determined to be an issue with the grommet or setscrew of the new implantable cardioverter defibrillator (ICD). The ICD was changed out and the lead remains in use. It was also reported that the chronic rv pacing lead, which was explanted and replaced due to upgrade, was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2012. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo; full lead returned and analyzed.